Event description:
Pt was having an appendectomy for acute appendicitis. Per op report, "the email bowel was retracted out of the right lower quadrant and the appendix identified. The ileum entering the cecum was also identified. The appendix was grasped and a window made at the base of the appendix and cecum using a maryland dissector. A 45 mm blue endogia stapler was inserted. Upon insertion it appeared that some of the staples were dislodged without firing of the stapler. It was immediately removed, "the staples that fell out" were able to be retrieved / removed from the pt's abdomen and no harm to pt occurred. FDA safety report ID# (B)(4).